Manufacturer narrative:
It was reported that the arterial temperature was not measured during treatment. The device and hls set were replaced to solve the problem. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be reproduced and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failures could be confirmed on the date of event. The fst stated, that the most probable root cause is a failure of the hls set. The customer discarded the hls set and thus, no investigation is possible. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: user accidentally disconnects the temperature sensor. No temperature measurement and/or alarm limits not working. It is stated in the instruction for use of the cardiohelp (chapter 6 ¿during the application¿) that the cardiohelp should only be operated with activated temperature sensors and it has to be ensured that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. An external temperature sensor can be used. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter 5.3.3 "connecting external temperature sensors"). According to the IFU, chapter 9 "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-10-17 for the period of 2011-05-01 to 2023-10-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-05-01. Based on the results the reported failure "arterial temperature not measured" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that arterial temperature readings were incorrect and the device was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).